Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report issues with the insulin pump. Customer reported that she is experiencing high blood glucose of 23.0 mmol/l due to excessive no delivery alarm. Customer will treat the high blood glucose reading with manual injection. Customer reported that the insulin pump kept on alarming no delivery even after multiple infusion set and reservoir changes. Customer reported that they have tried all remedies for no delivery issue. Troubleshooting was not completed at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. The insulin pump will be replaced and is expected to return for analysis.

Manufacturer narrative:
Pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery/occlusion alarm noted. Pump received with minor scratched lcd window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.